Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-45, lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) and leads removed due to bacteremia. No allegation of performance issue with the device/lead. No patient complications have been reported as a result of this event.